Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device gave a battery error. There was patient involvement but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer?, annex a: a1801, a0401. Annex g: g04037, g0204002, g02017. Annex b: b01. Annex c: c020701, c0703, c0601, c07. Annex d: d1104, d15 h3 other text : see manufacturer narrative.

Event description:
It was reported that the device gave a battery error. There was patient involvement but the impact is unknown. Although requested, further information was not provided.

Event description:
It was reported that the device gave a battery error. There was patient involvement but the impact is unknown. Although requested, further information was not provided.

Manufacturer narrative:
Additional information: remedial action required, remedial action #. Annex a: a070504 annex d: d02.